Event description:
The device was returned with no info. Per the received pump logs, the drug delivered via the system was baclofen 2000 mcg/ml at a daily dose of 716.1 mcg.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed a high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1240.98 ohms.